Event description:
It was reported the cs14c was used during a low anterior resection. It was reported by the rep that while mobilizing the colon, the surgeon transected the left ureter with the device. A urologist performed the ureter anastomosis. The procedure was extended 1 hour.